Manufacturer narrative:
(B)(4). G2: foreign ¿ republic of korea. G2: journal reference ¿ kim, t.w., do, m.u., kim, k.b. Et al. (2025). Dual mobility cups reduce dislocation in isolated cup revision. Bmc musculoskeletal disorders, 26 (308), 1-8. Https://doi.org/10.1186/s12891-025-08553-8. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that seven patients experienced aseptic loosening following an isolated cup revision and were re-revised on an unknown date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. The reported event could not be confirmed due to lack of product/event information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.